Event description:
Consumer stated: these toothbrushes are great, unless you have a toddler like mine who incessantly chews on everything. There is a soft rubber/silicon inlay on the handle and head of the toothbrush, and the temptation is too great for my son. Lol. I am constantly having to remove debris from his mouth and take the toothbrush away, which turns into a battle. For non-chewers, though, I can see this being a great product, which is why I only knocked off one star.